Event description:
User was using the 872 go between and it broke between his teeth. He pushed is out with his hand and swallowed it. He wanted to know what will happen with the brush and it was indicated that it would pass through his system. This was all he wanted and did not want to give his information.